Manufacturer narrative:
B5 was updated. H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip is physically damaged from being hit or scraping another object. A chunk of the tip is missing from the damage. The damage on the tip is where the electrode would sit. Product was out of the original packaging. No packaging returned. A picture is attached. A functional evaluation was performed on the returned device and the device was plugged into the controller and caused an e7 wand error. The wand was not able to generate plasma and coagulation due to detached electrode. The resistance measured at 1.50 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the plate of a super multivac wand loosened at the tip of the electrode and fell off. The plate was removed from the patient with tweezers. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Event description:
It was reported that during an arthroscopy, the plate of two (2) super multivac wands loosened at the tip of the electrode and fell off. The plates were removed from the patient with tweezers. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).